Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for knee 2 of 2. Patient received bilateral tkas on (B)(6) 2020. Patient sought care for painful surgical sites and was scheduled for an I&d for both knees. Both inserts were exchanged for same sizes after washout and antibiotics.